Event description:
Boston scientific crm received information that this right ventricular (rv) lead was dislodged. The patient had twiddler's syndrome and the lead was coiled around the device. The rv lead was explanted and discarded. A new rv lead was successfully implanted. This lead was explanted and discarded. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time.